Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemi basket was used in the kidney during a ureteroscopy laser lithotripsy procedure performed on an unknown date. During the procedure, the basket was deployed in the kidney and captured a stone. However, the stone was too large to remove through the ureter. The basket was attempted to open to release the stone but it failed to open. A holmium laser was used to dismantle the basket and successfully released the stone. The basket was then removed and the stone was fragmented. Another segura hemi basket was used to removed the stone fragments and complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a segura hemi basket was used in the kidney during a ureteroscopy laser lithotripsy procedure performed on an unknown date. During the procedure, the basket was deployed in the kidney and captured a stone. However, the stone was too large to remove through the ureter. The basket was attempted to open to release the stone but it failed to open. A holmium laser was used to dismantle the basket and successfully released the stone. The basket was then removed and the stone was fragmented. Another segura hemi basket was used to removed the stone fragments and complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: device code a0401 captures the reportable event of basket failure to release stone. Block h10: the returned segura hemisphere basket was analyzed, and a visual evaluation noted that the basket was received retracted. The basket was found detached when the handle was actuated. Functional inspection confirmed the device will extend/retracted without any issues. Microscope inspection observed the basket has traces of burns. The reported event of "basket failure to released stone" was not confirmed. Based on all available information, there is evidence that the failure to release maybe associated with the irretrievable size of the stone. However, this cannot be confirmed because of the condition of the returned device. There is evidence that the device was used in a manner inconsistent with the written instruction of the instructions for use (IFU). The basket detached condition was generated because the physician did not verify the IFU and cited that the stone was too large to remove through the ureter and as a consequence, the physician used holmium laser to dismantle the basket. This is not contemplated in the IFU. Therefore, the conclusion code is failure to follow instructions because the problem traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and there was evidence that the device was used in a manner inconsistent with a written instruction in the instructions for use (IFU).